Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi sn (B)(4). (B)(4) had an error code 120.4510 in the logs pcu8015. He mentioned the pcu had a third party battery on it before. After he replaced a new battery (manufacture approved battery) and ran the infusion test on pcu for 4 hours, he could not duplicate/re-produce the error code again. I told (B)(4) the error may has been corrected by replacing the battery. (B)(4) will clear the logs and keeps an eye on the pcu. If it comes back with the error code 120.4510 again, he will replace power supply process board.